Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 13feb2025, there was no patient involvement. Per sample evaluation results received via task on 30apr2025, there was a mixing pump, heater, chiller pump all failed in an arctic sun device.

Manufacturer narrative:
The initial reporter phone number is (B)(6). The initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. During the evaluation it was found that the chiller pump had failed. Chiller pump was replaced. Performance, electrical safety tests and water replacement were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Section e: the initial reporter phone number is (B)(6). Section e: the initial reporter facility name is (B)(6). Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 13feb2025, there was no patient involvement. Per sample evaluation results received via task on 30apr2025, there was a mixing pump, heater, chiller pump all failed in an arctic sun device.